Event description:
Patient contacted dexcom via email on (B)(6) 2013 to report that since the beginning of (B)(6) 2013, he has experienced a rash related to the sensor adhesive. On (B)(6) 2013, dexcom technical support made a follow-up call to patient to collect additional information. Patient consulted with an allergist about the rash and was prescribed an ointment, which has helped. At the time of the follow-up call between dexcom technical support and the patient, patient reports being in fine condition.